Event description:
It was reported that the patient had a unknown explant for a unknown reason. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown. During processing of this complaint, attempts were made to obtain complete device, patient, and event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.